Event description:
Stent placed to occlude perforation in distal lad, and balloon stripped off of the stent. Eua applicable for this device. (Not covid eua). A second stent was placed to remedy the situation. Perforation was sealed. Access to mid-lad is now blocked, has lad collaterals, so no infarction. FDA safety report ID # (B)(4).